Event description:
Event description guidant received information that this device had stored a ventricular tachycardia event which started with a premature ventricular contraction. Technical services reviewed the electrogram strip and suspected loss of ventricular capture which may have resulted in retrograde conduction.